Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed multiple eaw 128 replace battery alarms with no indication of low battery voltage. A pump reboot was observed on the same date but was not duplicated during the investigation. During a visual inspection of the pump, there was moisture observed behind the display lens. The battery compartment was found to be cracked at the threads and the pump case was cracked at the top and bottom right corners at the case seal near the display lens. The returned battery cap was undamaged and secured properly to the pump. The keypad was observed to be peeling up at the base. During testing, a leak test revealed leaks at the battery compartment, pump case and keypad. The keypad buttons were found to respond appropriately. The keypad cover was removed and there was contamination found under the button contacts. The pump was exercised for 24 hours with no power interruptions. The pump electrical current draws were tested and were within required specifications. The pump case was removed, and there was evidence of moisture found inside the cover, on the display screen, the support bar, battery canister, and printed circuit boards (pcb). (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture/corrsion visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.